Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had during pm, read no set loaded when attempting to perform occlusion and rate accuracy. Tested with other samples, same issue. Reset pressure sensors. There was no patient involvement.